Event description:
Methyl methacrylate was placed into canal. Stern was tapped into position and held while cement hardened. During this time pt stopped spontaneously breathing and her blood pressure dropped. Not responsive to cardiopulmonary resuscitation, medications, etc. Following initial investigation; unfortunate outcome felt to be adverse response to the cement. Note: since this is a known risk to the use of the product, there is conflicting opinion as to whether it is reportable.